Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set tubing detachment issue event on (B)(6) 2026. The infusion set tubing came apart. The insertion site was the abdomen. The infusion set had been in use for two days. No further information available.